Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to be replacing the graphical user interface (gui) pcb and will have covidien loaded the software after repair.

Manufacturer narrative:
(B)(4).